Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data, which indicated improper sample delivery. The ccc determined that based on the results monitor, the reagent delivery was acceptable. The cause of the discordant urea nitrogen results is unknown. The ccc determined that there was no instrument malfunction during the time of the event. The customer successfully repeated the samples. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant urea nitrogen (bun) results were obtained on two patient samples on a dimension vista 1500 instrument. It is unknown if the discordant results were reported to the physician(s). The patient samples were repeated from the same aliquot well. The samples were also repeated on an alternate system. It is unknown which repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant bun results.